Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that there was an inaccuracy between the dose intended and dose recorded. The dose was greater than 1.0 unit of insulin. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.